Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and is currently undergoing laboratory testing.

Manufacturer narrative:
The device was put through and passed therapy availability testing. Additionally, shocking, sensing and pacing tests were performed and no anomalies were identified. Engineering calculations determined that this device did not meet expected longevity. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this device, which included in the shortened replacement window advisory, had not triggered elective replacement indicator (eri) and was associated with a monitoring voltage of 2.73 volts. The charge time was at 24.3 seconds. Technical services discussed the extended eri charge time of 26.1 seconds. Boston scientifc crm received information that this patient's latitude system detected a red alert (device battery has reached end of life (eol)). The local representative and clinic rn were notified of the alert. The red alert was reviewed and dismissed from the patient's for review (pfr) page on the physician's web site. Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2011 due to normal battery depletion.